Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The event involved three adc blood glucose meters: (B)(4). The other two meters will be reported under separate MDR numbers. It should be noted: it was reported that all the meters passed qc on day in question and that all 3 meters were used on other patients with acceptable result values. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A person calling on behalf of a hospital emergency room reported they received a reading of 186mg/dl on their adc blood glucose meter at 1:37 pm, on an unknown date. Caller reported the patient received unspecified "treatment" based on the meter results. It was further reported a laboratory result of 83 mg/dl was received at 2:00 pm, "after dextrose was administered." It was additionally reported the hospital's "internal investigation" revealed there was "operator error during testing". Multiple, unsuccessful, attempts have been made to gather additional details about this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed. All functional test results and visual inspection were within device specifications. Upon product investigation a barcode error was observed, however there is no reasonable suggestion the device malfunction would likely cause or contribute to a death or serious injury.